Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-26517. During a trial procedure the physician noticed a csf leak (wet tap). The patient experienced a headache during the procedure. The leads were placed but the patient only received stimulation in the back ad not in his legs after the csf leak. The patient was taken back to the procedure room and a blood patch was performed. The headache resolved after the blood patch was placed. Follow up information identified reprogramming was unable to provide stimulation to all pain areas. Stimulation is not where it was intraoperatively. It was determined the leads had migrated. The physician repositioned the leads back down to t9 and stimulation was regained in the back and bilateral legs.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.